Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy ii drug-eluting stent was selected for use. However, during preparation, the stent strut was damaged inside the packaging. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.